Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with conformable gore tag thoracic endoprosthesis. The proximal end of the device was landed at the curve of the aortic arch. Approximately 40 days later, computed tomography (CT) determined a dissection . On or about (B)(6) 2012, the pt presented with chest pain. On (B)(6) 2012, the pt underwent reintervention and an additional conformable gore tag thoracic endoprosthesis was placed to cover the lesion. Additionally, the physician chose to cover the left subclavian artery. The pt tolerated the procedure and is doing well. It was reported that the physician believes the exposed stent piece at the proximal end of the device, coupled with placement in the arch caused or contributed to the dissection.

Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusion - the instructions for use (IFU) for the conformable gore tag thoracic endoprosthesis states "complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature."